Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The device originally had the sensing vector set to the alternate vector. After the first inappropriate shock, the sensing vector was changed to the secondary vector. The patient received two more inappropriate shocks. The shock impedances were around 115 ohms. The doctor elected to implant a transvenous system. This subcutaneous system remains implanted but programmed off. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.